Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) recommended a safe replacement window of 90 days or reevaluation of the battery status at the end of that period. Ts discussed therapy delivery is currently unaffected. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Correction: 1. Initial reporter tab: initial reporter information (physician) was updated. Correction 2: 1. Adverse event/product problem updated from adverse event and product problem to product problem. At this time, additional information has not been received indicating that a surgical/medical intervention or an adverse event has happened. Update due to human error.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) recommended a safe replacement window of 90 days or reevaluation of the battery status at the end of that period. Ts discussed therapy delivery is currently unaffected. No adverse patient effects were reported. The device remains in service. Additional information was received indicating that at the next routine follow up, the physician will decide how to proceed with the replacement of the device. No adverse patient effects were reported. The device remains in service. Additional information was requested in regards to the device current status, but the response has not yet been received. Evidence suggests that the device remains in service at this time.

Manufacturer narrative:
Correction: 1. Initial reporter tab: initial reporter information (physician) was updated.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) recommended a safe replacement window of 90 days or reevaluation of the battery status at the end of that period. Ts discussed therapy delivery is currently unaffected. No adverse patient effects were reported. The device remains in service. Additional information was received indicating that at the next routine follow up, the physician will decide how to proceed with the replacement of the device. No adverse patient effects were reported. The device remains in service.